Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that a power reboot was recorded. Visual inspection revealed that the battery compartment was cracked extending from the threads to the case seal. A battery cap was not returned with the pump. A test battery cap was able to fit into the pump and maintain electrical connection. The pump performed a 24 hour duration test using a test battery cap with no pump reboots occurring. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was not able to maintain power due to the battery cap not being able to secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.